Event description:
Related manufacturer reference number: 2017865-2022-46387. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise caused by electromagnetic interference and low amplitude on both the right ventricular (rv) lead and atrial (ra) lead. No changes or interventions were performed. There were no patient consequences.